Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 1000 mcg/ml at a dose rate of 264 mcg/day via an implantable pump for cerebrovascular accident (stroke) das system and intractable spasticity. It was reported the patient¿s pump was due for a replacement due to expected end of life (eol) and there were no issues with the pump. The patient¿s catheter noted as having been broken where it entered into the spine and a segment of the spinal catheter remained in the intrathecal space. The patient did not exhibit any sign or symptoms of withdrawal. As far as managing clinician was aware, the system was working. It was indicated that there were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostic testing or troubleshooting was performed. Actions taken included the infusion rate having been restarted at 50% the previous infusion rate; rate was decreased to 137 mcg/day from 264 mcg/day. The pump and partial catheter were explanted on (B)(6) 2016; both the pump and catheter was replaced. It was unknown as of (B)(6) 2016 if the issue resolved. The patient was without injury regarding their status as of (B)(6) 2016. Other medications (oral, etc.) The patient was taking at the time of the event was unknown. The catheter was returned to the manufacturer on 2016-nov-17. The patient¿s medical history included stroke secondary to spasticity.

Manufacturer narrative:
Analysis of the catheter confirmed that the catheter body was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.